Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on posterior, wear abrasion and a crease fold. A leak test and microscopic analysis were performed which identified a smooth crease opening and a >1 mm void in non-textured valve-to shell-bond area was observed. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.